Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device lot history was reviewed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a spinning spiros¿, closed male luer where it was reported that the customer advised multiple connectors from the box leaked causing wastage of medication. There was unknown patient involvement, no injuries or adverse event reported.